Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received stated that the patient's infection had resolved.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-01659. It was reported that the patient experienced an infection at the lead incision site. As a result, a PICC line was placed at the ipg and lead sites. The patient will run a course of antibiotics. Surgical intervention may take place at a later date to address the issue.